Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information in reference to a ventilator inoperative alarm occurred. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.